Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not entered. Product information was not provided, so manufacture date could not be determined.

Event description:
The customer received a blood glucose reading on the contour next one that was 80mg/dl higher than on a different meter. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Further information was not provided. The strips were not expected to be returned. Strip information was not provided. Replacement product was not sent.